Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 80" and "defib fault 108" error messages. There was no pt involvement during the reported malfunction.